Manufacturer narrative:
All buttons are functioning properly and the device passed the displacement test, keypad voltage test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No prime fill anomaly, insulin flow blocked alarms, or delivery anomalies noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was unresponsive. Insulin pump had crack. Insulin pump bolus not delivering properly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.